Event description:
It was reported that difficulty was encountered flushing the sideport. The physician decided to perform exploratory surgery. While trying to access the sideport, he noticed leakage at both the sideport and along the pump seam. The pump was explanted and replaced. There were no patient complications.